Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating more than usual and not selecting the ¿greater than¿ meal announcement, reaching sensor readings over 400 mg/dl for approximately three hours despite the ilet delivering insulin; the user changed infusion supplies (inset 6 mm/23 in), confirmed no occlusion or leaks, resumed insulin delivery, and received education on when to use the greater-than meal option and on ilet correction behavior. Symptoms included irritability associated with sustained high blood glucose. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required, with blood glucose subsequently trending downward. Investigation included user-led troubleshooting of the infusion set and tubing, confirmation of proper insulin delivery resumption, and education on appropriate meal announcement selection and correction factor expectations. Investigation of this case revealed no device or component malfunction and indicated user-related under-announcement of meal size as the likely contributor to hyperglycemia, with the infusion set and pump components appearing to function as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error related to meal announcement selection.